Event description:
It was stated that the pump gets "las error code 42224" as the error code for a mainboard issue. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The reported issue was determined to be a user related issue - the customer damaged the usb port; problem was resolved by replacing the mainboard. The service history review had no indication that the complaint was related to a service of the device within the review period.